Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, the play of up/down knob is out of the standard value; bending section cover or distal sheath rubber has a scratch; due tothe damage on coupled charginig device (ccd), the image is not displayed; bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber has a white-clouded area; scope connector is dirty due to water leakage; connecting tube has a dent; and there was no limit length. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, was angled down. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.